Event description:
The customer reported that an 840 ventilator had a loss of power while in pt use. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and was not able to duplicate the malfunction. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).